Manufacturer narrative:
The customer reports observation of elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to alternate-method testing. Siemens is investigating.

Event description:
The customer reports observation of elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to alternate-method testing when using tnih lot 114. Elevated atellica im tnih results were observed in two initial tests, three hours apart, for a 62-year-old male patient with a stent and history of stroke. The patient was transferred to another facility, where the physician questioned the elevated results. Additional testing was performed on the patient¿s second sample, and below-threshold results were obtained using three different testing methods. The initial result was identified as falsely elevated. There are no allegations of any adverse patient consequences in association with the observed result discordance.